Event description:
The lay user/pt called lifescan (lfs) on dec. 26, 2007 alleging the one touch ultra meter's display was cracked. This complaint was classified based on the customer care advocate (cca) documentation as the medical affairs specialist could not reach the pt. The pt reported the meter was dropped and the display cracked on two days earlier, at 7:00 am. After the reported issue, the pt reported feeling shaky and weak. The pt denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although the pt noted the meter issue occurred due to misuse, the pt alleged that she had symptoms that can be associated with hypoglycemia after the reported issue occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.